Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adapter (male patient connector) of a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for two (2) months. There was no allegation against the titanium adapter and the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the sample evaluation was completed. A visual inspection with the naked eye was performed with no issues noted. Functional tests including leak, clear passage, clamp function and integrity (connection) tests were performed with no issues noted. The sample met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.